Manufacturer narrative:
Clarification to [age at time of event]: the mean age was 74.9 ± 9.9 years. Implant dates range from 2015 to 2021. Article citation: d, kiessling et al. ¿predictability of success and open conjunctival revision rates in the subsequent eye after xen45 gel stent implantation according to lens status.¿ graefe's archive for clinical and experimental ophthalmology, 10.1007/s00417-022-05569-x. 3 feb. 2022, doi:10.1007/s00417-022-05569-x.. The reported events of "high intraocular pressure and exposure" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Multiple requests for further information have been made. Allergan has received no response from the authors.

Event description:
Reported events of a total of 52 eyes underwent one open conjunctival revision, of which, three eyes required a second surgical revision using the same technique. Four of these eyes underwent additional glaucoma surgery at a later time point: trabeculectomy (n = 2) and cyclophotocoagulation (n = 2). Side effects included hyphema (n = 5), stent exposure (n = 2), cystoid macular edema (n = 1), and self-limited choroidal effusion due to transient hypotony (n = 1) in the unknown eyes were noted in the article: ¿predictability of success and open conjunctival revision rates in the subsequent eye after xen45 gel stent implantation according to lens status.¿ graefe¿s archive for clinical and experimental ophthalmology.